Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), back pain ("back pain"), menorrhagia ("heavy menstrual bleeding"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines"), feeling abnormal ("brain fog") and arthralgia ("joint aches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, vaginal haemorrhage, migraine, feeling abnormal and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, feeling abnormal, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), back pain ("back pain"), menorrhagia ("heavy menstrual bleeding"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines"), feeling abnormal ("brain fog") and arthralgia ("joint aches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, vaginal haemorrhage, migraine, feeling abnormal and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, feeling abnormal, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012. Essure devices placed bilaterally with 2-3 coils visualized on each side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of ptc (product technical complaint). On 22-oct-2020: fu 1& 2 process together. Mr received: reporter information, rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.